Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The unit was re-calibrated and returned to service. Customer contact reports there is no patient information available. (B)(4).

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient injury.